Manufacturer narrative:
A medtronic representative performed troubleshooting on the phone with the site representative. Following calibrations, the system functioned as designed. No additional information was provided.

Event description:
A site biomedical engineer reported that, while in a spinal fusion, an artifact appeared in images acquired by the imaging system. The site resolved the reported issue by performing calibrations on the system. The site reported that two images were taken during the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The previously reported patient problem codes are no longer appropriate with the available information. The appropriate codes are included in this report.

Manufacturer narrative:
Correction: the event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.